Manufacturer narrative:
(B)(4). We received one used pencan 27gx3 1/2" (88mm) m. Fk-EU/ap/sa in open packaging. The assigned sample was taken to a visual inspection. In as-received condition, the pencan cannula is still inserted into the introducer needle. The pencan cannula is broken off approx 52 mm away from the cannula hub. The broken off part with the cannula tip was also handed over by the customer. The structure of the crack shows that the cannula was bent before it broke. Pre-existing damages or mfg faults were not detected on the cannula. In addition, the outside diameter of the pencan cannula was measured according to drawing. Nominal value: 0.42 mm +0.01/-0 mm. Actual value: 0.42 mm. The measured value (outside diameter) of the pencan cannula is in accordance with specification. The observed failure mode is consistent with problems during the application and we consider the complaint to be not justified. We have informed our MFR accordingly. A follow up report will be provided after the statement is available.

Manufacturer narrative:
(B)(4). The received samples were taken to a visual examination. On the original packaged samples, we detected no damages or manufacturing faults. Furthermore the pencan cannulas were push through the introducer cannula. We detected no functional faults. Afterwards, the outside diameter of the pencan cannulas was measured per the drawing. (B)(4). The measure values (outside diameter) of the pencan cannulas are within specification. A review of the batch and manufacturing records revealed no abnormalities or nonconformities.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): in the course of spinal anesthesia before surgery cut section. Have broken the 27g needle pencan braun. The distal portion of the needle remains in the pt's tissue near the spine. Consequences for the pt: the need to remove the distal needle anesthesia paraspinal tissues by a specialist neurosurgeon. The pt was transferred to the hosp (B)(6) to remove the distal part of the needle. The needle was withdrawn from circulation series hosp.